Event description:
Laser fiber broke into two pieces after the laser was fired during an evlt procedure with visible heat damage at the catheter. End piece of laser with catheter stayed in the vein until skin incision was performed, and piece was then retrieved in full length. Dates of use: (B)(6) 2012. Diagnosis: velocis insufficiency.